Event description:
It was reported that the caller experienced a cgm error, specifically error 42, involving a g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, leading to a successful start of the sensor session without any further occurrence of the error.